Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished cdh23p, with lot number a9922c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during open esophageal anastomosis, the led illumination was confirmed. The anvil was undocked and re-docked. It was confirmed that the orange indicator was not visible. The device was fired again, but firing was not possible. Battery removal and reinsertion were attempted, but the device still could not be fired. Since the same product was considered shared, a new chd25p was used instead of cdh23p. After replacing the battery, firing was possible. The ring was checked and the leak test was passed. There were no adverse consequences to the patient. No further information is available.